Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to fluid and that the customer experienced high blood glucose levels. The blood glucose reading was 400 mg/dl, which was corrected with a manual injection. The customer stated that the insulin pump had been knocked off the counter and into the sink. She also reported that the device had been exposed to fluid in the past with no visible moisture in the insulin pump. Upon inspection of the alarm history, it was found that bad and weak battery alarms had occurred after the moisture exposure. Upon troubleshooting, the insulin pump passed the self test. The customer stated that she was not comfortable using the insulin pump and requested its replacement. She declined troubleshooting for high blood glucose. Nothing further reported.